Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens was peeled. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the distal end pinhole and the peeling of the adhesive around the light guide lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had a pinhole at the distal end. The issue occurred during reprocessing. There was no patient involvement.